Manufacturer narrative:
This device is a combination product.

Event description:
It was reported that stent damage occurred. A percutaneous coronary intervention procedure was being performed. The 85% stenosed, target lesion was located in the left anterior descending artery. A 3.50x16mm promus element drug-eluting stent was advanced for treatment. However, it was noted that the stent struts were lifted up. The procedure was completed with a different device. There were no patient complications reported and the patient's status was stable.

Manufacturer narrative:
This device is a combination product. Device evaluated by MFR.: promus element,mr,ous 3.50x16mm stent delivery system was returned for analysis. A visual examination of the stent found no issues. There was no sign of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set between the proximal and distal markerbands. The crimped stent outer diameter was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube found a hypotube kink located 31.5cm distal to the distal strain relief. A visual examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. A visual and microscopic examination of the bumper tip showed no signs of damage. No other issues were identified during the product analysis.

Event description:
It was reported that stent damage occurred. A percutaneous coronary intervention procedure was being performed. The 85% stenosed, target lesion was located in the left anterior descending artery. A 3.50x16mm promus element drug-eluting stent was advanced for treatment. However, it was noted that the stent struts were lifted up. The procedure was completed with a different device. There were no patient complications reported and the patient's status was stable.